Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. Internal components were evaluated which revealed the presence of debris on the bearings. The presence of debris can often increase the friction between the rotating components of a device and result in over-heating.

Event description:
During testing, it was reported that the attachment over-heated. There was no pt involvement and no adverse consequences associated with this event.